Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d2b: additional device product codes: kwq, nkg d9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter facility name: local independent administrative institution municipal akita general hospital h3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that the patient underwent an open reduction/internal fixation surgery on (B)(6) 2023 for a distal humerus fracture. The screwdriver in question was weak in grasping a 2.7mm screw. The other screwdriver was used in the surgery because the hospital had two available. The defects were not discernible from the appearance. The surgery was completed successfully with no delay, and the patient outcome was reported to be stable. This report involves one stardrive screwdriver shaft t8 105mm. This is report 1 of 1 for (B)(4).